Manufacturer narrative:
Product ID 7495lz25, serial# (B)(4), implanted: 2003 (B)(6), product type extension, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3487a-33, lot# j0320245v, implanted: 2003 (B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had a battery replacement 2-3 weeks ago. The patient had tried charging even though she was not getting coupling, but due to the length of time the patient's skin was heating up and the battery was not 'incrementing.' It was noted the battery was discharged at this point. The antenna locate feature was used but coupling bars could still not be obtained. It was also reported the patient had tried recharging over the weekend but it was irritating as her stitches and gauze were still present on the wound. She waited until the wound healed a little more and her stitches were removed (approximately a week) and the same communication problems persisted. It was reported the next day the battery was implanted too deep. The patient's physician was scheduling a pocket revision; the date was still to be determined. Two weeks later it was reported the revision date was still pending.